Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported that a graftmaster stent was used to treat a perforation. The perforation was sealed. The stent deployed and tracked; however, cardiogenic shock was reported and the patient died. No additional event or patient information is available.